Event description:
It was reported that the patient underwent a posterior spinal surgical procedure for pain relief. It was reported that the patient did not fuse properly. One of the bone screws broke about 5 threads below the head of the screw at left l2. The patient underwent a revision surgery to remove the screw head; the lower portion of the screw could not be removed from the bone. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.